Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged and the stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified coronary artery. A 3.50x32mm synergy¿ drug eluting stent advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.